Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total extraperitonial procedure, the balloon could not be inflated. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the outside latex layer of the trocar balloon was cut. The obturator, lock collar and dissector balloon appeared to be intact. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extraperitonial procedure, the balloon could not be inflated. There was no patient injury.